Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, a malfunction alarm occurred. Although requested, the customer declined to provide information regarding backup insulin therapy. Customer¿s blood glucose was 129mg/dl.